Event description:
Hcp reported that the patient had synchromed el infusion system implanted for the treatment of pernicious anemia with consequent subacute combined degeneration of the spinal cord. Initially the patient responded to oral baclofen and xanafles, but the effects gradually diminished. Over time the dosage has escalated to 2,000 ug/ a day requiring a refill about every 18 days but without much efficacy. Hcp performed contrast studies and the results were ok. But now the patient is responding to oral baclofen (20-30 mg tid) and valium. To avoid potential withdrawal the hcp will consider reducing the pump rate/itb dosage by approxiamtely 20% per day until they are off the itb entirely. If that makes no difference in their spasticity the hcp will evaluate if there is a problem with the catheter. A follow-up report will submitted when additional information is received.